Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Due diligence was executed for this event. Event date is unknown. Device was returned and evaluated. Manufactured date is not known yet. User complaint was confirmed. A scope leak check was performed and a leak was observed at the a-rubber. There was evidence of dent and scratches on the c-cover body. Insertion tube and light guide tube had minor scratches. There was a buckle on the insertion tube. The evis image had black dots on the orange cone. The reason for the issue was inconclusive. IFU for the device does given warning for usage: ¿do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may strxetch or break and cause water leaks.¿

Event description:
As reported for this event, during preparation for use, a small leak was observed. There is no patient involvement.